Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2018-03886. During follow-up, oversensing episodes were observed. No intervention has been performed. The patient was in stable condition.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.